Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. There was no ramping numbers and scroll bar was not moving on its own during testing. The insulin pump had a cracked reservoir tube, cracked battery tube threads and missing end cap sticker during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 600 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer advised the scroll bar moved without input. Customer advised the insulin pump would pause for one second and then the numbers would keep going up. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.